Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was upgrade and upon reboot the device was stuck in window update screen for 30 minutes. A technical support specialist (tss) confirmed the device was not stuck but was processing windows updates after reboot. Once the updates were completed, the device successfully loaded the application as expected. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was upgraded and upon reboot the device was stuck in window update screen for 30 minutes. However, there were no delays, adverse events or injuries reported based on this event.